Event description:
It was reported that the procedure was to treat the right posterior tibial artery with mild calcification, moderate tortuosity and 85% stenosis. The command 14 guide wire was shaped with a tool before use but the wire could not advance all the way to the lesion the guide wire was removed and re-shaped a bit more aggressively as the physician was double gloved, this time with a shape insertion tool, and a non-abbott guide catheter was added. Advancement was attempted again but was unsuccessful. A third time shaping the wire was performed with a tool but the tip of the wire separated in the physician's hand. A non-abbott wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported device difficult to setup or prepare - tip shape was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that inadvertent mishandling during attempts to shape the tip resulted in the reported difficult to setup or prepare/shape tip. Interaction with mildly calcified, moderately tortuous and 85% stenosed anatomy resulted in the reported failure to advance. Additional attempts to shape the guide wire resulted in the noted bent guide wire and ultimately resulted in the reported tip material separation/noted black polymer coating tears/ polymer coating shredding/ separated polymer. Reportedly, the command 14 guide wire was shaped with a kelly tool before use but the wire could not advance all the way to the lesion. The guide wire was removed and re-shaped a bit more aggressively as the physician was double gloved, this time with a shape insertion tool, and a non-abbott guide catheter was added. Advancement was attempted again but was unsuccessful. A third time shaping the wire was performed with a tool but the tip of the wire separated in the physician's hand. It should be noted that the hi-torque command 14 mt guide wire instructions for use states: if indicated, the guide wire tip may be carefully shaped using standard tip-shaping practices. Do not use a shaping instrument with a sharp edge. An in-service letter to the physician to address the deviation of the instructions for use will not be requested as the physician reported the deviation of the instructions for use; and is therefore is aware of the deviation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.